Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of no communication was confirmed in the laboratory and was due to low battery voltage. No sources of high current drain were found during bench, automated electrical, temperature, and humidity testing. The battery was sent to the vendor and no anomalies were found. The cause of low battery voltage remains undetermined.